Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one year after the implant procedure, the implantable cardiac monitor (icm) came out of the patient. The icm is no longer in use. The patient is a participant in the lean hf study. No further patient complications have been reported as a result of this event.